Event description:
It was reported the patient was revised due to disassociation. A zimmer biomet head implant dissociated from a competitor stem implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: unknown competitor stem; unknown cup; unknown liner. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to disassociation of the g7 head from a competitor stem implant approximately one year post implantation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a3; a5; d6; e1 corrected: b5; h6 d6: implant year: 2019 customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. It is noted that zimmer biomet products were used in conjunction with a competitor device. Zimmer biomet has not confirmed the compatibility of the reported combination of devices, and these would be considered off-label usages. However, is cannot be confirmed that the combination of the stryker and zimmer biomet products caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: d4, h6.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient was revised due to disassociation. A zimmer biomet bearing dislocated from a competitor head implant. Attempts have been made and additional information on the reported event is unavailable.